Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correct date MFR rec: 26-mar-2019 (initial aware date). If information is provided in the future, a supplemental report will be issued.